Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident of self check fault could not be duplicated; however, high o2 supply fault was observed. The o2 valve was replaced to remedy the high o2 supply fault and could have been a factor in the self check fault. The device passed all testing, was recertified, and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed an "02 valve fault - 2011" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.